Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. X-rays were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cocr head 28/ 0 'm' 12/14 on the left side on (B)(6), 2010 and that the patient is currently being monitored due to pain. The present case was opened on basis of information and patient's history records received for the case (B)(4) / MFR 9613350-2013-01877 (revision surgery from (B)(6), 2010). It was recognized during review of the information that the patient is experiencing pain with the new implanted products and the case at hand was created.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of incoming information it is reported that a patient experienced pain after the implantation of cocr head and wagner stem which took place on (B)(6) 2010. No x-rays, pictures or medical reports were provided for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a final assessment is therefore not possible. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. However, all possible causes related to the issues reported are listed in appropriate dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).